Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The elevate system and miniarc sling are referenced, but no clarifying information is provided. It is also reported that another gynecological procedure was done on (B)(6) 2012 and mesh was implanted. It is further reported that the patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Worsened incontinence. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experiencedfistula, recurrence, extrusion, bleeding and neuromuscular problems. The patient also underwent sling procedure on (B)(6) 2012 due to stress urinary incontinence and cystocele.

Manufacturer narrative:
It was reported by an attorney that the patient that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced adhesion.